Event description:
The device reportedly had three depleted batteries when in pt use. Back up batteries were obtained and treatment was continued. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.